Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l58814, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that patient felt that the pump was put in the "wrong place" right at the waistline so all of her "pants everything went right over the pump and this was not comfortable," as patient was "small" in build and active. It was added that the health care provider (hcp) didn't check patient's prescription, for ten hours patient was on the wrong prescription until the hcp found a pharmacy that had the right prescription.